Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses following a car accident, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-10025 for the contralateral event. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.